Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The target lesion was located in the circumflex artery. The physician advanced the stent delivery system, but the 2.5x24mm promus element stent could not cross the lesion. When the device was removed from the patient, damage was noted on the end of the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. This product is only (B)(4) approved but it is similar to an approved us device

Manufacturer narrative:
Follow up # 1/supplemental report text-12/14/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a low/dead battery. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultraeasy (onetouch ultramini) meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue began on (B)(6) 2010 at 11:15am. The patient informed the csr that he manages his diabetes with insulin; however, denied taking any action regarding his usual diabetes management as a result of the alleged issue. On the following morning, the patient claimed he developed a headache and began to sweat. The patient denied testing on any other device. The patient reported drinking soda at the time he felt symptomatic. At the time of troubleshooting, the csr noted that the patient had not replaced the subject meter's battery as recommended in the owner's booklet. The patient did not have a new battery at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The 510k # is k061118.lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.